Event description:
On (B) (6) 2007, ts-10 mesh sling was implanted in addition to popmesh (B) (4). Other mesh products were also implanted, but dates of these implantations are not available. After surgery, the pt complained of pain in the pelvic area. Eventually it was discovered that there was a blockage in the pt's kidney. Surgical mesh and suture had eroded into the pt's kidney, causing it to block her bladder. Emergency surgery was performed on (B) (6) 2008 in an attempt to save the kidney but the surgery was unsuccessful and the pt lost all function of her kidney. A present, it is not known which mesh product eroded into the pt's kidney.

Manufacturer narrative:
The product is recommended for use only by medical practitioners who are appropriately qualified and properly trained in surgical procedure involving the treatment of uterovaginal prolapse. Details of this adverse event, received from the distributor (B) (4), are incomplete. Other mesh products were implanted into the pt, thus it is unclear which product caused or contributed to the reported problem. A review of the batch mfg records was conducted and the device batch is question met all finished product release criteria, and no issues were identified which would cause or contribute to the reported problem. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.